Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and has undergone add'l surgeries and revisionary procedures. The patient also experienced infection, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. No add'l info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent the concurrent procedure of an anterior colporrhaphy during mesh implantation. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.